Event description:
A customer reported to beckman coulter, inc. (Bci) that they obtained erroneously high tsh (thyroid stimulating hormone) result on their access 2 immunoassay system and the result was reported out of the lab. Prior to the event, the qc (quality control) results were within the lab's established ranges. The customer indicated that the pt is a pregnant female. The customer provided the pt results. There was no report of death or serious injury and it is not known if there was any change to pt treatment.

Manufacturer narrative:
A bci fse (field service engineer) was not dispatched to the site for this event. The bci hotline rep performed troubleshooting with the customer, first asking that he dilutes and rerun the sample. The bci hotline rep determined that the customer's dilution technique was correct. The customer was then asked to check the onboard reagent packs and he found that an incorrect reagent pack had been loaded into the reagent carousel. The rep then worked with the customer to check further and it was found that an add'l 3 reagent packs had been loaded incorrectly through the software. The rep reviewed the proper reagent pack loading procedure with the customer and advised the customer to discuss the procedure with the other lab technicians. The erroneous tsh result was due to an incorrect loaded reagent pack and the root cause of the problem was found to be customer error. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.